Event description:
It was reported the interrogation wand has intermittent connection. The wand has been replaced without success. If the wand jack is forced to the side, connection is re-established. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that by pushing on the cable connection at the programmer causes intermittent telemetry, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the programmer system fan and power supply were noisy, and the right antenna was out of specification. Concomitant products: product ID 2067l, radiofrequency head; product ID 229047, pacing system analyzer. (B)(4).